Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 480 mg/dl. The customer states they checked the blood glucose with the meter, but was unable to connect with the pump. Troubleshooting was performed and noted there was no meter set up. The customer treated with shots of insulin to bring the blood glucose down. The customer blood glucose level 138 mg/dl at the time of the call. The customer declined troubleshooting for the high blood glucose.